Event description:
The customer reported the product appeared to have a liquid spill on the pouch packaging when it was received. There was no pt contact. The product problem was noticed upon receipt of the product at the distributor level.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.